Event description:
It was reported that a FARAPOINT and FARAWAVE catheter was selected for use. The patient underwent a procedure under general anesthesia. Cavotricuspid Isthmus ablation was performed first, followed by the FARAPOINT portion using the Nitro protocol (3 mg then 2 mg). Then proceeded with pulmonary vein isolation using the FARAWAVE catheter, and glycopyrrolate was administered prior to the FARAWAVE ablations. After the procedure, once extubated, the patient developed chest pain and was kept overnight for observation. The pain resolved, and the patient was discharged the following day. Two days later, the patient presented with hypotension and was readmitted. An echocardiogram showed normal findings, and the patient improved after receiving IV fluids for dehydration. The patient had been discharged.

Event description:
IT WAS REPORTED THAT A FARAPOINT AND FARAWAVE CATHETER WAS SELECTED FOR USE. THE PATIENT UNDERWENT A PROCEDURE UNDER GENERAL ANESTHESIA. CAVOTRICUSPID ISTHMUS ABLATION WAS PERFORMED FIRST, FOLLOWED BY THE FARAPOINT PORTION USING THE NITRO PROTOCOL (3 MG THEN 2 MG). THEN PROCEEDED WITH PULMONARY VEIN ISOLATION USING THE FARAWAVE CATHETER, AND GLYCOPYRROLATE WAS ADMINISTERED PRIOR TO THE FARAWAVE ABLATIONS. AFTER THE PROCEDURE, ONCE EXTUBATED, THE PATIENT DEVELOPED CHEST PAIN AND WAS KEPT OVERNIGHT FOR OBSERVATION. THE PAIN RESOLVED, AND THE PATIENT WAS DISCHARGED THE FOLLOWING DAY. TWO DAYS LATER, THE PATIENT PRESENTED WITH HYPOTENSION AND WAS READMITTED. AN ECHOCARDIOGRAM SHOWED NORMAL FINDINGS, AND THE PATIENT IMPROVED AFTER RECEIVING IV FLUIDS FOR DEHYDRATION. THE PATIENT HAD BEEN DISCHARGED.

Manufacturer narrative:
D2A: COMMON DEVICE NAME: PERCUTANEOUS CARDIAC ABLATION CATHETER FOR TREATMENT OF ATRIAL FIBRILLATION WITH IRREVERSIBLE ELECTROPORATION; REPORTED HERE AS THE COMMON DEVICE NAME EXCEEDED THE CHARACTER LIMIT FOR DESIGNATED FIELD. WE ARE UNABLE TO PROVIDE THE COMPLETE UNIQUE IDENTIFIER (UDI) AT THE TIME OF THE SUBMISSION OF THIS REPORT, AS IT WAS NOT YET AVAILABLE. IF ADDITIONAL DETAILS BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED. IT WAS INDICATED THAT THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. IF THERE IS ANY FURTHER RELEVANT INFORMATION OBTAINED, A SUPPLEMENTAL MEDWATCH WILL BE FILED.

Manufacturer narrative:
D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field.We are unable to provide the complete Unique Identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.Investigation Summary:With all the available information, Boston Scientific is unable to confirm cause of the reported clinical observation of Chest Pain and Hypotension. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device History Record Review:It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk Review:A risk review performed for the FARAPOINT device confirmed that the event of Chest Pain and Hypotension is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling Review:Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/Instructions for Use (IFU). Investigation Conclusion:Boston Scientific has assigned an investigation conclusion code of No Problem Detected and supporting evidence that came to this conclusion. Boston Scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the Instructions for Use (IFU) was not followed.